Manufacturer narrative:
The technician replaced the siderail latch bolt and nut to repair the stretcher.

Event description:
Information received indicates the left siderail could not be latched due to a missing latch bolt and nut.